Manufacturer narrative:
On (B)(6) 2019, mentor receiving the following information regarding what the patient is experiencing: the patient's implants fall sideways when she lays down and she also has bottoming out of the breast with the under-filling of her upper poles. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient who underwent breast augmentation revision with two 425cc mentor memorygel breast implants, suffered indentation on both breasts and extreme pain. The implants get stuck and formed, were not round and full. The implants were super thin and extremely low and were constantly hurting the patient that they could not wear a form fitted bra. The patient also reported that they were heavy. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.